Event description:
Customer reported device alarmed for communication failure and the infusion rate spontaneously changed from 500 ml/hr to 5 ml/hr. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The customer's reported complaint of a communication error was confirmed in a review of the pcu event log. Visual insp of the iui connectors revealed wear, scratches and minor corrosion, however, the error could not be replicated during the investigation, therefore, no definitive cause could be found for the condition. The customer's report of a spontaneous rate was not confirmed. A review of the pcu and pump module event logs indicated that the reported infusion occurred on (B)(6) 2011 and not on (B)(6) 2011, as reported by the customer. According to the logs, a basic infusion was programmed and started on the pump module at 500 ml/hr with a vtbi of 1000 mls. After infusion for over an hour the pump module lost communication with the pcu which produced a "channel disconnect" message on the main screen and a "communications error" message scrolling on the pump module. According to the logs, the pump module continued to infuse for another hour, delivered the rest of the 1000 mls. The pump module then alarmed for infusion complete - kvo and the infusion continued at the kvo rate of 5 ml/hr until it was shut off by the user. The switchover from the programmed rate of 500 ml/hr to the kvo rate of 5 ml/hr was likely perceived by the customer as the spontaneous rate change. Conclusion: field left blank - not available code for undetermined or unk cause for the communication error.